Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 31 months, it was reported that the ICD was explanted because it could not be interrogated. No adverse patient effects were reported.